Event description:
Pt had initial bilateral breast implantation in 1982. Developed fibromyalgia suspected rupture of right implant necessitating removal. Rupture of right implant confirmed on removal; left intact.